Manufacturer narrative:
Investigation/conclusion: the unit was returned to the mfg site for investigation. The unit was tested and output was found to be outside the MFR's specifications. The investigation has concluded that the cause of the output deviation was a scratched rotary valve, due to a lack of maintenance as recommended by the MFR. It should be noted that, according to ge healthcare records, this unit has not been serviced within the recommended three year service interval, as stated in the tec 5 operation and maintenance manual. According to ge healthcare records, this unit has not been serviced since 1999.

Event description:
Customer reported they felt output of their vaporizer was lower than expected. There was no report of pt involvement.